Event description:
It was reported that this implantable device and communicator was in a valid radio frequency (rf) overuse condition. Technical services recommended adjusting placement of communicator and to perform troubleshooting steps to see if other electrical devices such as lamp, phone, alarm clock, and radio are near the communicator. This product remains in-service. No adverse patient effects were reported. Received additional information this device and the communicator are in an rf overuse condition due to frequent implanted device alerts specifically due to ventricular tachycardia (vt) episodes. It was noted the patient has intermittent atrial fibrillation with rapid ventricular response (af w/rvr) and undersensing on the right atrial (ra) lead resulting in the vt (v>a) episode detections and alert transmissions. The frequent transmissions increase the device power consumption thereby could possibly decrease device longevity. Further review of device programming was recommended. The device and lead remain in service. No adverse patient effects were reported.